Event description:
Complainant alleges that during a septorhinoplasty procedure, the tip of the scissors (approx 1mm in length) broke off between the nasal bone and external soft tissue, and the physician's attempts to retrieve the broken piece were unsuccessful.